Manufacturer narrative:
The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was removed as it stopped working due to fluid loss from the tubing resulting in incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.